Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with undersensing. It was also observed on non-magnet strip that the implantable pulse generator (ipg) device showed one paced ventricular beat that was skipped on the marker channel and was below the lower rate of the device. The lead and device remain in use. No patient complications have been reported as a result of this event.